Manufacturer narrative:
Concomitant medical product(s): product ID: 8703w, lot# l41530, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 02-sep-1998, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving 50mcg/ml sufentanil at 16.75mcg/day 20mg/ml morphine at 6.7mg/day, 1mg/ml bupivacaine at 0.335mg/day, and 2mg/ml dilaudid at 0.67mg/day via an implantable infusion pump for non-malignant pain. It was reported that the patient had a catheter revision. On (B)(6) 2018 after opening up the patient and doing exploratory surgery it reported that the catheter could've been compromised. Because of this, the pump segment of the catheter was replaced. No symptoms were reported. No further complications were anticipated/reported.